Event description:
The complainant reported the patient was on impella 5.5 due to cardiogenic shock. While on support, a small hematoma was noted at surgical insertion site. The impella 5.5 on the echocardiogram was interacting with mitral apparatus and the patient was having ventricular tachycardia. The surgeon repositioned impella and washout was performed at impella site pocket. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of access site bleeding and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined g1 reporting contact facility name missing from manufacturer device report 1220648-2024-17592.